Event description:
The surgeon complained of navigation inaccuracy at the l3 space when using the spinemask with the body tom. The surgeon was completing a 5 level minimally invasive transforaminal lumbar interbody fusion procedure and felt pedicle screws at the l3 space were placed laterally due to navigation inaccuracy. The body tom pre-closing scans confirmed the l3 space screws were placed more laterally than the surgeon intended. The surgeon intra-operatively revised the screw placement at the l3 space before completing this procedure. No adverse consequences were reported or clinically signification delays were associated with this event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The surgeon complained of navigation inaccuracy at the l3 space when using the spinemask with the body tom. The surgeon was completing a 5 level minimally invasive transforaminal lumbar interbody fusion procedure and felt pedicle screws at the l3 space were placed laterally due to navigation inaccuracy. The body tom pre-closing scans confirmed the l3 space screws were placed more laterally than the surgeon intended. The surgeon intra-operatively revised the screw placement at the l3 space before completing this procedure. No adverse consequences were reported or clinically signification delays were associated with this event.